Event description:
The technician alleged the bed had no television functions. No pt impact.

Manufacturer narrative:
The technician found corrosion on the universal television board and believes there was fluid ingress. The technician replaced the universal television board to resolve the issue.